Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on 09/19/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Related components were returned to the manufacturer for analysis. Components found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the surgeon monitor went black. There was no patient present when this issue was identified.